Event description:
Customer reported experiencing cartridge change errors. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and mentioned they were out of warranty but in the process of obtaining a new device. No further action was required from technical support.